Manufacturer narrative:
The complainant was unable to report the lot number; therefore, the manufacture date and expiration date are unknown. However, the complainant stated that the device was used prior to the expiration date. Reported event of tip did not detach. According to the complainant, the suspect device has been disposed and is not available for return. If any further relevant information is received, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation that a trapezoid¿ rx was used in the common bile duct during an endoscopic retrograde cholangiopancreatography (ercp) with lithotripsy procedure performed on (B)(6) 2014. According to the complainant, during the procedure, the basket was inspected and tested prior to use. After the stone was captured an alliance handle was used in conjunction with the trapezoid basket in an attempt to crush a 1.5 centimeter stone. However, when lithotripsy was attempted the basket failed to crush the stone, and the tip of the basket failed to detach. After multiple attempts to remove the stone were made with a sohendra device, the stone was dislodged from the trapezoid basket. The basket was then removed from the patient and a plastic stent was placed for future stone removal. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be okay.